Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial noise and far field oversensing on a non-(B)(6) lead resulting in inappropriate mode switches. According to the health care professional (hcp) the device under sensed atrial fibrillation (af) approximately eight months ago, at which time the sensitivity was adjusted. Technical services (ts) was consulted, and programing options were discussed. This crt-d remains in-service at this time. "No adverse patient effects were reported." Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).